Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sam-ple. The sheath in question was not returned with the sample. The bladder thickness was meas-ured at six points with measurements ranging from 0.0065in-0.0067in and was within specifica-tion of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormali-ties or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The returned iabc could not be advanced through a lab inventory sheath due to the returned state of the device. Upon return, the bladder was fully unwrapped. As a result, difficulty may occur if the iabc is attempted to be inserted through a sheath with the bladder fully unwrapped. A device history record (DHR) review was conducted for the lot number with no rele-vant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "central lumen stuck in sheath" is not able to be confirmed. The sheath in question was not returned for investigation. An iab catheter was received for the inves-tigation with no damage or abnormalities noted. During the investigation, the returned intra-aortic balloon catheter (iabc) passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the iabc implantation procedure, the puncture was successfully used to insert the sheath tube and the guide wire. When connecting the catheter, the central lumen stuck in sheath. After repeated attempts, it was unsuccessful". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the iabc implantation procedure, the puncture was successfully used to insert the sheath tube and the guide wire. When connecting the catheter, the central lumen stuck in sheath. After repeated attempts, it was unsuccessful". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).